Manufacturer narrative:
Based on the results of investigation. Reported event: the reported device was a anspach hd long attachment catalog # 110920, lot # 19020914. Device evaluation and results: the device could not be inspected because the part was not available for evaluation. Device history review: not performed as the anspach hd long attachment is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure on the anspach hd long attachment. There have been no other events for the referenced lot number. Conclusions: the reported device was not available for evaluation, therefore, a thorough investigation cannot be conducted.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach loosened and slid out of the end effector handle attached to the rio arm. Troubleshooting activities were performed and it was confirmed that the burr was attached. The depth gauge was reattached and re-registered to continue to proceed with the procedure. The issue occurred again and troubleshooting activities were performed. It was confirmed again that the he burr was attached and passed rio registration and verification. The case was successfully completed and there was no harm to the patient. After the case, it was found that the hd long attachment locking mechanism for the anspach motor was broken.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach loosened and slid out of the end effector handle attached to the rio arm. Troubleshooting activities were performed and it was confirmed that the burr was attached. The depth gauge was reattached and re-registered to continue to proceed with the procedure. The issue occurred again and troubleshooting activities were performed. It was confirmed again that the he burr was attached and passed rio registration and verification. The case was successfully completed and there was no harm to the patient. After the case, it was found that the hd long attachment locking mechanism for the anspach motor was broken.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach loosened and slid out of the end effector handle attached to the rio arm. Troubleshooting activities were performed and it was confirmed that the burr was attached. The depth gauge was reattached and re-registered to continue to proceed with the procedure. The issue occurred again and troubleshooting activities were performed. It was confirmed again that the he burr was attached and passed rio registration and verification. The case was successfully completed and there was no harm to the patient. After the case, it was found that the hd long attachment locking mechanism for the anspach motor was broken.